Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8784, serial# : (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 11-aug-2016, UDI#: (B)(4). Product ID: 8784, serial/lot #: (B)(4), ubd: 12-feb-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml at 450 mcg/day) via an implantable infusion pump. It was reported that the patient experienced increased spasticity. A dye study was performed that led to the catheter being revised.